Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories indicated multiple call service 064 alarms had occurred on (B)(4) 2014; there was no evidence of loss of prime found in the pump histories. The pump successfully performed a rewind, load, and prime sequence and completed 24 hour testing with no alarms occurring. The pump casing was opening, and there were no defects found to the motor circuit or to the force sensor circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display screen is dim and faded, and the battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump wouldn¿t prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.